Event description:
Customer called to report that a small leak was detected at the obstruction detector transducer output line fitting that leads to the cartridge chemistry (cc) sample probe of the unicel dxc 600 synchron system. Customer also reported low recovery for control results. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The cause of the leak was the loose fitting at the obstruction detector transducer output line. Customer secured the line to address the issue. The issue was resolved through routine customer maintenance; therefore, onsite inspection of the instrument was neither requested, nor required. Customer verified proper instrument performance and has not called back to report any further issues relating to this event. (B)(4). Customer did not require/request service.